Manufacturer narrative:
Updated fields - b4, d9 device available for eval and return to manufacture date , g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 the iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The sheath was over the catheter and partially covering half of the membrane. The extender and pressure tubing were also returned. A kink was found on the catheter tubing approximately 29.2cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and a leak was detected on the membrane approximately 3cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site state - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Complaint received via direct call to the emergency support program. Rn called to get assistance with blood in the helium tubing. It was confirmed that the blood was in the helium tubing and the pump was in standby. It was confirmed the blood did not reach the pump.no patient harm or injury reported.